Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp on the patient was experiencing bleeding from right femoral artery impella access site. The patient¿s anti coagulation status was found to be super-therapeutic (ptt>200). Care team administered kcentra for anticoagulation reversal. The bleeding has stabilized. Care team gave kcentra, manual compression of impella access site, and surgical stitch around access site. Two units of blood product was given for diastolic suction. Impella flows p-6 (2.3lpm). The patient had intermittent sinus rhythm to junctional rhythm. Reviewed by cardiology, levo/vaso trending down, aware of constant suction alarms, which occur during junctional rhythm and alleviate during sinus episodes. The patient explanted in operating room with vascular surgery utilizing vascular cut-down. Patient successfully bridged to heart recovery.

Manufacturer narrative:
The investigation for the reported event has been completed. No product was returned. Major bleed: the cause of the bleed was most likely use issue related since anti coagulation status was found to be super-therapeutic. Pump suction: patient had constant suction alarms. After review of logs, multiple suction alarms were observed. No sudden motor current spike or placement signal trend was observed. The cause of pump suction cannot be determined since insufficient clinical details were provided.